Manufacturer narrative:
(B)(4). (B)(6). The device evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log did not reveal any defects related to the reported issue. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a keypad issue. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.